Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Then noise and oversensing were noted on the rv channel after the lead safety switch. There was no pacing inhibition observed as this patient was not pacemaker dependent. The device was reprogrammed. Further troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to update evaluation coding.